Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up when non-sustained rv oversensing due to far field p-wave oversensing on the ventricular channel was observed. The device was reprogrammed. The patient condition was fine.